Event description:
Per the clinic, the patient experienced a performance decrement with the device. The patient was placed under general anesthesia on (B)(6) 2023, and the device was explanted. The patient was re-implanted with another cochlear device during the same surgery.